Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported, he had his monthly check with his diabetes nurse and his blood glucose was higher than normal. The diabetes nurse programmed a bolus and the infusion device did not make a sound. She placed the infusion tubing over a tissue and no insulin leaked from the tubing. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.